Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 3 additional instances of power issues with damage to the pump and moisture ingress found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 22 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 13 were found to be malfunctioning due to damage to the battery cap, battery compartment, and moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 22 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-75 years of age and between 85 and 230 pounds. Of the reported patients, 10 were male and 12 were female.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of a power issue with damage and moisture ingress found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instance of a power issue with damage and moisture found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #3: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number e2105053. This MDR report is part of the 227 pilot program.